Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the one lead wire was visibly fractured and at the time of surgical intervention it was determined via x-ray both lead wires were completely broken in an unusual place where there should not have been stress. Lead diagnostics revealed multiple high impedances the patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced.

Event description:
Follow up information identified the scs system is working and the patient is receiving effective stimulation.